Manufacturer narrative:
The insulin pump passed displacement test. However, the device alarmed compromised force sensor system during basic occlusion test due to slightly loose drive support disk. The device had minor scratches on lcd window, cracked case at display window corners, and cracked battery tube threads.

Event description:
It was reported that the customer received a prime rewind alarm on the insulin pump while priming. Customer was disconnected and the drive support cap was sticking out. Customer was advised to revert to a back-up plan. His blood glucose was 210 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.